Event description:
It was reported by svc report that the caster wheel is bent. Both the front caster wheels where they attach to the wood frame are no longer attached. No pt involvement or adverse consequences were reported.